Event description:
Initially reported as post procedure thrombosis of the CT and msa visceral arteries patient death j+4 from multivisceral failure event was updated on13th mr 24 by the site to post procedure thrombosis of the (coeliac trunk) and sma (superior mesenteric artery) visceral arteries. Patient death j+4 from multivisceral failure this report is being submitted as follow up #1 for mfg. Report for manufacturing report #9612515-2024-00010 to provide event closure information for (B)(4).

Manufacturer narrative:
Manufacturers narrative clinical code: 4440 - thrombosis/ thrombus: event was reported as post procedure thrombosis of the CT and msa visceral arteries impact code: 1802 - death: patient death was 4 day after implant from multiorgan failure (hemodynamic, respiratory, hepatic, visceral and hematological) due to a state of refractory shock beyond any therapeutic resource. 4625 - additional surgery: the patient had a thrombectomy and a colic resection 2days after implant. Medical device problem: 2993 - adverse event without identified device or use problem: full batch review was performed which showed no issues from raw material to finished product during manufacturing process of this device. Component code: 4755 - part/component/ sub-assembly term not applicable: type of investigation: 4110 - trend analysis: a five-year review of similar complaints (thoraflex hybrid jan 19 - jan 24 vs artery occlusion/ thrombosis) gave an occurrence rate of 0.021% (complaints vs sales). 3331 - analysis of production records: full batch review was performed which showed no issues from raw material to finished product during manufacturing process of this device. 4117 - device not accessible for testing: device remains implanted. 4111 - communication/ interview: additional information received on 14 feb 24: the patient died on (B)(6) 2024 from multiorgan failure (hemodynamic, respiratory, hepatic, visceral and hematological) due to a state of refractory shock beyond any therapeutic resource. Investigation findings: 213 - no device problem found: full batch review was performed which showed no issues from raw material to finished product during manufacturing process of this device. No causal link between the event and device deficiency could be established. Investigation conclusion: 67 - no problem detected: full batch review was performed which showed no issues from raw material to finished product during manufacturing process of this device. No causal link between the event and device deficiency could be established.

Manufacturer narrative:
Manufacturers narrative: clinical code: 4440 - thrombosis/ thrombus: event was reported as post procedure thrombosis of the CT and msa visceral arteries. Impact code: 1802 - death: patient death was 4 day after implant from multivisceral failure. Medical device problem: 3190 - insufficient information: a/w additional information from site in regards to this event. Component code: 4755 - part/component/ sub-assembly term not applicable: type of investigation: 4110 - trend analysis: a five-year review of similar complaints (thoraflex hybrid (B)(6) 2024 vs artery occlusion/ thrombosis) gave an occurrence rate of (B)(4) (complaints vs sales). 3331 - analysis of production records: a review of manufacturing and qc records confirmed that there were no issues with the manufacture of the device 4114 - device not returned: device remains implanted. 4111 - communication/ interview: additional information received on 14 feb 24: the patient died on d+4 from multiorgan failure (hemodynamic, respiratory, hepatic, visceral and hematological) due to a state of refractory shock beyond any therapeutic resource.

Event description:
Post procedure thrombosis of the CT and msa visceral arteries. Patient death j+4 from multivisceral failure.